Event description:
It was reported that the patient's generator was replaced . 5 days later she was having multiple seizures and ended up in the hospital in the emu. Diagnostics were okay post-replacement and device was turned back on no further relevant information has been received to date. No known relevant surgical intervention has occurred to date.